Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation the image was distorted. In addition, there was a leak and there were cuts and scratches at the bending section. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope display was not working during set up prior to an unknown therapeutic procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was refurbished; therefore, the manufacturing date was unknown. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the ccd unit and the video connector internal board failing due to the influence of moisture that entered the inside of the device from the leak location. Olympus will continue to monitor field performance for this device.